Event description:
Device malfunction: failure to deploy locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the plunger was blocked and the locator wings could not be deployed. The device was removed and manual compression was used to achieve hemostasis. There were no adverse pt effects reported. Though requested no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.